Event description:
It was reported that the system was arcing and caused multiple fuses to blow, which would likely cause the system to shutdown un-commanded. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube, power supply, and fuses were replaced. The system was then found to be operating as intended.